Event description:
The hcp reported "over/underdose symptoms" intermittently. No specific symptoms reported. Dye studies, rotor studies, boluses and decreased infusion rates were attempted to try to determine cause of symptoms. Studies were "normal". Pt taken to surgery were catheter tear was noted. The hcp decided to replace entire systems in order to determine pump status. A follow-up report will be sent if additional information becomes available.

Event description:
The hcp reported "abrupt withdrawal and overdose"; onset 6/2004. No specific symptoms were reported. The patient was treated with oral baclofen and valium. The patient recovered without sequela.

Event description:
Final device analysis results reveal no anomaly found-normal device function.